Manufacturer narrative:
E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31726177l and no internal actions related to the complaint were found during the review. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib), paroxysmal ablation and after the procedure with a varipulse¿ bi-directional catheter, the patient experienced partial vision loss with quadrantanopia lateral right. Initially, the report indicated that during the procedure, error 7, leakage current was noted. They changed all the cables, and it was the varipulse¿ catheter. The surgery was not delayed due to the reported event, and the procedure was successfully completed. At the end of the procedure, the catheter sent an alert message and ¿bugs all signals from the bay¿. They were at the end of the procedure, and it might have been 15 shots of pfa were completed with the varipulse¿ when the error occurred. The "current leakage error" was accompanied by enormous noise on all signals and they could not read, nor see anything anymore. The signal interference (noise/loss) was observed on all ECG, bs and ic channels on the carto and recording system. An ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm on the anesthesia monitor to monitor the rhythm of the patient. When they unplugged the varipulse¿ catheter, the bs channels came back on the ep system and carto. During the signal interference/loss, the affected catheter was inside the patient¿s body, in the left atrium of the heart. On (B)(6) 2026, it was reported that on the next day after the afib procedure, the patient experienced partial vision loss with quadrantanopia lateral right. The patient underwent a computed tomography (CT) scan, but nothing was found. After a few days, the patient had a magnetic resonance imaging (MRI) to check for potential acute vascular accident (avc). It was also indicated that the case was completed with no delays being noted. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was that he has no explication. The neurological impairment event that occurred was a black spot in the vision of one eye. They waited for MRI to rule out stroke, and the event was symptomatic but light. It is unknown if the patient¿s symptoms were resolved. The outcome of the adverse event was unchanged and no new information was provided to the reporter. The patient did not require extended hospitalization. The activated clotting time (act) during procedure was 352 at the end, and unknown value at the beginning. The slo sheath was exchanged once, after transseptal puncture, for a vizigo sheath. Then, during the procedure, and during troubleshooting, they changed the varipulse¿ catheter. One transseptal puncture site was performed during the procedure. The number of performed ablations was 18 with pulsed field ablation (pfa) energy within the pulmonary veins. No ablation was performed outside the pulmonary veins.